Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok button was unresponsive and the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: the keypad was cut and torn below the up button. The ok button contact was missing. The audio bolus button was also torn. The ok key was not working properly. There was no evidence of contamination under the keypad button contacts. Unrelated to the kaypad issue, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.